Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation, however, it was found in logs that nt error 4 is present after tf 316. Vyaire medical ts recommended to test the unit with a known good moog blower; perform the blower test and then the insp block valve test. If after replacing the blower, errors are no longer active, perform the annual maintenance first, then the require test. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista1000 ventilator had multiple alarms. Log shows tf401 ( inspiration valve or device leaky) and tf 316 (blower failure) triggering together after startup. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11 additional information: d3 results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to inspiration valve nt kit bellavista 1000.